Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the programmer was overheating and the out of specification micro processing unit printed circuit board was replaced, and the power supply was also replaced as a preventive measure. The missing stylus was also replaced and calibrated, the hard drive was reimaged and the software was reloaded. The device passed its final functional and system tests and no other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. There was no patient involvement.